Event description:
Conversion from smr anatomic total prosthesis to smr reverse prosthesis due to cuff failure performed on (B)(6) 2020. During surgery, the smr humeral head ø42 mm (product code 1322.09.420, lot #0902784 - ster.(B)(4)) was explanted. It was reported that the surgeon noted superior wear of the glenoid pe liner and glenoid metal back prosthesis to the level of superior screw. According to the complaint source, the patient rotator cuff gradually deteriorated over time: the patient only recently decided to convert the prosthesis to a reverse due to the presence of a not aesthetically pleasing humeral geyser, despite that in 2017 was offered a conversion by the surgeon. Previous surgery was performed on (B)(6) 2009. Patient clinical data: female, born on (B)(6)1935, 156 cm high, weight 46 kg. Event happened in australia.

Manufacturer narrative:
By checking the DHR of the lot# 0902784, no pre-existing anomaly was detected on all the components manufactured with this lot#. This is the first and only complaint received on this lot number. Explants were not available to be returned to limacorporate for further analysis. We received some x-rays taken on (B)(6) 2020 that underwent through a medical evaluation. Following, the statement received from our medical consultant: "the underlying cause of failure of the tsa is rotator cuff insufficiency, which is one of the main leading reasons for revision of tsa. It is related to age and other specific factors. The fact, that the revision was not performed at the time of rotator cuff failure lead to the superior migration, edge load of the pe liner and subsequent failure. The reason for revision therefore is disease-related and not implant-related". Based on the investigation performed, we can classify this case as patient factor related. Pms data: estimated revision rate associated to cuff failure of smr anatomic total prosthesis is (B)(4). None of the case investigated have been classified as product related. No specific corrective actions for this case. Limacorporate will continue monitoring the market to promptly detect any further similar issue. Note: this is a final MDR.

Manufacturer narrative:
By checking the DHR of the lot# 0902784, no pre-existing anomaly was detected on all the components manufactured with this lot#. This is the first and only complaint received on this lot number. We will submit a final report once the investigation will be completed.

Event description:
Revision surgery due to cuff failure performed on (B)(6) 2020. During surgery the smr humeral head 42 mm (product code 1322.09.420, lot #0902784 - ster.0900224) was explanted. The implant was converted to a reverse. It was reported that the surgeon noted superior wear of the glenoid pe liner and glenoid metal back prosthesis to the level of superior screw. According to the complaint source, the patient rotator cuff gradually deteriorated over time: the patient only recently decided to convert the prosthesis to a reverse due to the presence of a not aesthetically pleasing humeral geyser, despite that in 2017 was offered a conversion by the surgeon. Previous surgery performed on (B)(6) 2009. Event occurred in (B)(6).